Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's newly implanted device was activated.

Manufacturer narrative:
UDI #: na.

Event description:
The recipient was reportedly experiencing pain at the incision site. The recipient underwent a procedure to remove the scar tissue at the site. Months later, the recipient underwent a procedure to remove an infected suture. The recipient is continuing to experiencing pain. Another procedure to remove scar tissue is under consideration.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced pain, tenderness, and erythema at the implant incision site, and headaches due to incisional neuroma. On (B)(6) 2014, the recipient was prescribed azithromycin for 5 days and bacitracin ointment for 14 days.the recipient received focal lidocaine injection. On (b)(5) 2014, the recipient underwent a procedure to remove scar tissue at the site. On (B)(6) 2015 the recipient had excision of scar tissue and incisional neuroma. There are no plans to reimplant at this time.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up with the recipient were unsuccessful. If additional information is received, a supplemental report will be submitted. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient continues to experience headaches with device use. Revision surgery has been scheduled.

Manufacturer narrative:
The recipient reportedly experiences headaches with device use.

Manufacturer narrative:
The recipient is reportedly utilizing the device. The recipient's pain is significantly reduced and the recipient is still healing.